Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began unspecified treatment for peritonitis. On an unreported date, dianeal therapy was temporarily discontinued and the patient was started on hemodialysis. At the time of this report, the patient remained hospitalized and was not recovered from this peritonitis event. No additional information is available as the reporter declined further follow up.